Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, a battery performance alert was observed from (B)(6) 2018. It was noted the elective replacement indicator triggered on (B)(6) 2017 and end of life occurred (B)(6) 2017. The patient stated they could not feel the patient notifier. The device was explanted and replaced due to the battery performance alert. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.